Manufacturer narrative:
Block b3: exact date unknown, event occurred past year from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 7080483.

Event description:
It was reported that the location of the spinal cord stimulator (scs) device easily gets bumped and was causing patient to have bruise and pain. It was also noted that the patient was not getting enough pain relief despite reprogramming. The patient underwent an explant procedure wherein all device components were removed and kept by the medical facility. The patient was doing well postoperatively.